Manufacturer narrative:
Zimvie complaint (B)(4).: b3: date of event is not provided / unknown. D1: brand name is not provided / unknown. D4: lot number is not provided / unknown. E1: initial reporter¿s title and last name are not provided / unknown. G4: additional 510(k) number is k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
After about a month of healing, the site was red and swollen. The implant was infected and needed to be removed. Tooth #30 (universal). Symptoms as a result of the event: pain.